Event description:
It was reported that when using the bd pyxis¿ medbank tower aux matrix drawer 08 was jammed. The user mentioned that drawer 08 opened when opening cubie drawer 07 and there was a liquid detected in the back of matrix drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier and serial number not available. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was jammed. A technical support specialist remotely accessed the system and opened drawer 08 and the drawer 07 was accessed. There was liquid detected at the back of the matrix drawer. The nursing staff would reach out if the situation with the liquid deteriorated, as it was just a small smudge of water. The system functioned as intended after the technical support specialist repaired the device.